Event description:
It was reported that the stent foreshortened. A 16mm x 40mm x 75cm venous wallstent was selected for use in an iliac vein stenting procedure. After measuring the left common iliac for size by intravascular ultrasound (ivus), it was determined that the vessel was 12mm. After the stent was deployed and post dilated with a 16mm balloon, ivus was used to visualize the stent; the stent had good wall apposition. There was also good flow by venogram, but it was observed that the stent foreshortened approximately 10mm from the distal end. Upon advancing the ivus catheter to measure the length needed for a second stent, it was noticed under fluoroscopy that the stent turned on its side within the vessel. At this point, the physician felt that the stent was undersized and an 18mm stent was needed in order to entrap the first stent. An 18mm x 60mm x 75cm venous wallstent was advanced and deployed entrapping the 16mm x 40mm stent. There was good flow seen by venogram post stenting, and good wall apposition was noted by ivus. The patient did well and there were no other complications. The patient fully recovered.